Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that the zipfix applicator broke during an operation. The device does not tighten. There was no adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product has not been evaluated. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
An analysis of the device showed that the device had no function error or deviation, and the article is working without any problem. The present application instrument was analysed as far as possible for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. No product fault could be detected. Placeholder.